Event description:
Device 1 of 2: reference MFR. Report: 1627487-2019-06117. It was reported the patient was knocked over by their dog, and then experienced a loss in efficacy. X-rays revealed both of the patient¿s leads had migrated. To address the issue, the physician explanted and replaced both of the leads on (B)(6) 2019. Postoperatively, effective therapy was restored.